Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that a radio frequency (rf) interference issue was occurring between the patient's remote monitoring system (communicator) and this cardiac resynchronization therapy defibrillator (crt-d). The communicator had been placed in a table below the television. Once the communicator was moved, several troubleshooting attempts were made to establish a connection between the communicator and the crt-d. Data analysis determined that the home environment was not the cause of the rf issue and the patient was referred to their clinic. This device has been implanted for almost 1 year. Upon review at the clinic, the device could not be interrogated. A magnet was applied to the crt-d and no tones were heard. A 12 lead electrocardiogram was applied to the patient and there was no visible pacing. This crt-d was subsequently removed and replaced, as it appeared that the battery depleted more quickly than expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 0.0140 volts and the device had no telemetry. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Visual inspection noted that the plasma fuse was ruined and an area of the fuse was heavily damaged. Visual inspection also noted that the area which powers the beeper and dump resistor, was also heavily damaged. Although analysis did not identify what would have caused or contributed to the identified high current drain. Analysis confirmed the clinical observations of this device and identified a high current drain; however, the root cause could not be identified.